Manufacturer narrative:
This report is submitted on september 23, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6), 2022 due to extrusion of the device through the tympanic membrane. The patient was reimplanted with another cochlear device during the same surgery.